Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric, 99% restenosed lesion in the mildly tortuous mid left anterior descending (lad) coronary artery (rca). After shaping the tip of the 014 hi-torque (ht) versaturn 190 guide wire, an attempt was made to cross the in-stent restenosis area of the lesion, and, though force was applied, the guide wire tip prolapsed and was consequently unable to cross the lesion. The guide wire was withdrawn without difficulty from the guiding catheter when it was noted that the tip coil of the guide wire had separated from its core (but was not in two pieces), the tip coil was deformed into a large j shape and was elongated, and the surface of the tip appeared to be rough. The procedure was completed using a balance middle weight universal ii guide wire and an asahi guide wire. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The irregular appearance and stretched coils were confirmed. The failure to advance and prolapsed tip could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the hi torque guide wires instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not allow the guide wire tip to remain in a prolapsed condition. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 014 hi-torque (ht) versaturn 190 guide wire in the following condition: there was no break in the guidewire core as reported. Additional information received confirmed the correct device was returned. No additional information was provided.